Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 2 days post implant of lens in the right eye, posterior capsular opacification (pco) was noted on (B)(6) 2016. Asymetric lens vault and iris adhesion to the inferior anterior capsule were noticed at the week 5 visit. Reportedly, from the beginning, patient was -1.50 power miss due to keratometry measurement error from dry eye. Physician's opinion of likely cause of event is "patient not the best candidate to begin with, had a host of pre-existing medical conditions." Current prognosis "scheduled for iol exchange." However, patient has health issues that precluded further surgery.

Manufacturer narrative:
The lens was returned for analysis. Visual inspection found lens in two pieces. The optic was cut or torn in half and one haptic arm was bent. Cause of damage could not be determined. Functional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined.

Event description:
Additional information was received. Reportedly, the lens was exchanged for another manufacturer¿s toric lens on (B)(6) 2016. The surgeon noted that the cornea was very thin. No other information was provided.